Event description:
The patient reported that it had been over 3 years since she had the implant but had not felt it lately. The patient was trying to get going but the programmer showed a question mark between two devices (poor communication screen). The day of the call was the first day the patient tried to use the programmer. It was noted that programmer would not power up. The patient replaced batteries and place antenna over implant, relocate antenna and try to synch several times and even without antenna but was still getting poor communication. The patient was not able to make adjustment both with or without antenna attached. The patient reported loss of therapeutic effect. The patient did not remember when the loss of therapeutic effect but thought she stopped feeling week/ 10 days ago. The patient stated that ¿this has not helped a lot helps a little bit¿, when asked if symptom where still being helped. It was noted that symptoms prior to implant were that she consistently got up at night 12-14 times but after implant it went down to 5-6 times per night but her symptoms were the craziest thing, after implant, every now and then she would have a night where she would get up 9-14 times again and last night was one of those nights.. Additional information received a day later indicated that patient received a new icon but was still not connecting. The patient could not remember the last time she felt stimulation. The patient continued to getting it was reported that get the poor communication screen with new programmer with regular alkaline batteries. It was later reported on (B)(6) 2014 that patient received assistance from their health care provider or manufacturer representative and her concerns were resolved. The appointment was scheduled for (B)(6) 2014 and battery was replaced. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the troubleshooting done to provide insight to the issue was reprogramming. The cause of the event was determined and it was device related. The stage 2 needed replacement and the battery depletion was considered normal.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v514033, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Analysis found that the programmer complaint was unverified. The antenna jack was resoldered as a preventative measure.